Event description:
The customer reported to olympus that the uhi-4 high flow insufflation unit alarm sounds when starting up. The reported problem was found during reprocessing. The unknown procedure was completed successfully with a different device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The suspect device has been returned to olympus for evaluation and the investigation is in process. The device evaluation confirmed the front panel blacked out occasionally due to defective circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the circuit board (designated as the "cr" board) - however, a further cause of this failure could not be presumed. Olympus will continue to monitor field performance for this device.